Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The harvesting tool was returned inside the vv7 cannula. Shaving were returned inside a specimen cup. The cannula and the c-ring was observed to be completely intact with no observed failures. Specks of blood was observed on the harvesting tool handle and on the cannula handle. Heavy signs of blood was observed on the cannula and the harvesting tool jaw. Char and tissue were observed on the jaws. A microscopic inspection determined that the heater wire was observed to be slightly bent at the center of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. The silicone insulation on the jaws were completely intact with no observed failures. It appears that the foreign shaving may have come from the tool adapter port. A photographic inspection was conduct and foreign shaving materials were coming out from the harvesting cannula were observed. Based on the condition of the device, the reported failure mode ¿peeled¿ and analyzed failure ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Near the end of the case "little chards of white plastic material were coming out from the harvesting cannula. The user cited 4 pieces of the plastic material in the view of the laparoscopic camera and was able to fish them out. The user was able to fish out the pieces of plastic before closing and completing the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Near the end of the case "little chards of white plastic material were coming out from the harvesting cannula. The user cited 4 pieces of the plastic material in the view of the laparoscopic camera and was able to fish them out. The user was able to fish out the pieces of plastic before closing and completing the procedure. The hospital did not report any patient effects.